Manufacturer narrative:
The catalog number and event date are currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article, minor complications were infrequent when using an unknown exoseal vascular closure device (vcd) with one case of deep vein thrombosis. In a total of 212 patients, no major access-site complications were reported for either the hydrogel vascular closure device or the exoseal device. These findings demonstrate no evidence of a device-related safety signal for the hydrogel vascular closure device. The device will not be returned. This report is sourced from literature article by yu, s., huang, z., lyu, z., li, m., ye, b., zeng, g., xu, j., wang, h., hou, j., liu, y., zhao, y., guo, z., & xiao, g. (2026).